Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-11721. It was reported that the patient presented for a generator replacement. Upon interrogation, it was noted that the right ventricular and right atrial leads exhibited noise that was oversensed by the device and led to pacing inhibition. The physician elected to monitor the leads due to the patient's age and risk factors. It was noted that the patient was not dependent. The patient was in stable condition.